Event description:
Reportedly, while firing the stapler on the diaphragm, a cracking sound was and the stapler could not staple properly. The tissue was then reinforced with sutures. After that, the patient was x-rayed and a piece of the staple cartridge was observed in the surgical area. The surgical cavity was reopened and the piece was retrieved.